Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence that had started "several months before surgery." No patient complications were reported in relation to this event.

Manufacturer narrative:
Lot number added; implant date added.

Event description:
It was reported the patient had his artificial urinary sphincter removed and replaced due to recurring incontinence that had started "several months before surgery." No patient complications were reported in relation to this event.